Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error message stating "device not detected on bus" was displayed, and the machine was restarted but the storage space could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. Further the field service engineer (fse) confirmed that there were no issues with the device. The system functioned as intended after the field service engineer and technical support specialist together investigated the issue.